Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a preventative maintenance check, the external pulse generator (epg) tested out-of-specification on the ventricular sensitivity test. The device tested within specification on all other measurements. It was noted that the instrument repair center was consulted and indicated that the measurement was acceptable. The user was advised to upgrade the epg to a newer model as the device is no longer supported for servicing. There was no patient involvement.